Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition with activated deployment mechanism. A force transmitting post is broken inside grip which made a successful deployment using the wheel impossible. The stent is minimally partially deployed such that the stent is still unflowered. During device testing the stent could be deployed using the thumb slider but only with excessive force applied which leads to confirmed result for partial stent deployment. One provided image demonstrates the sample with poor resolution. The investigation leads to confirmed result for partial stent deployment. A manufacturing related issue could not be found. In this case the vessel was straight with minimal calcification, the lesion was pre dilated, and system compatible 6fx10cm introducer with 0.035 guidewire were used for access; a damage on the system was not identified. Based on the information available a definite root cause could not be identified. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a post inside grip, and partial stent deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' Regarding accessories the instruction for use state: 'a) gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire.' Regarding pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using lifestent xl vascular stent. A sheath was inserted into the common femoral artery with an antegrade approach into the superficial femoral artery for the clinical indication of left superficial femoral artery occlusion with residual stenosis after balloon angioplasty. During the procedure, the physician was unable to deploy the stent. Despite turning the delivery wheel, the stent failed to expand. The procedure was completed using another device. There was no reported patient injury.